Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced bent needle on (B)(6) 2024 leading to high blood glucose (480mg/dl). The infusion set was in use for one hour. High blood glucose was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007200 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code steel cannula is found bent upon removal from infusion site. Test results: the reference samples for the lot 6007200 were already tested previously on the (B)(4) on 03-may-2025. The reference samples were visual inspected. All test results were within specifications as per the (B)(4) test report. Complaint test report. Device history record (DHR) review: the lot 6007200 was manufactured according to the wi version 97 manufactured in the machine multivac 14, on 25/may/2024, with a total of (B)(4) units. Needle connector: the lot 4d05250 was manufactured according to the wi version 15 manufactured in the line ls17, on 08/may/2024, with a total of (B)(4) units. The lot 4d05253 was manufactured according to the wi version 15 manufactured in the line ls17, on 11/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 22/may/2025 against malfunction code steel cannula is found bent upon removal from infusion site and lot 6007798 and no more complaints have been registered in database for the same lot number 6007200 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no more complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.